Event description:
Boston scientific received information that the charge time (CT) and elective replacement indicator (eri) parameters for this implantable cardioverter defibrillator (ICD) were questioned. The current CT was 16.6 seconds, with a monitoring voltage of 2.58. It was noted that the patient had an arrhythmia, during which the patient lost consciousness, and the CT for therapy was noted to be 16.4 seconds. Boston scientific technical services (ts) discussed eri indicators and the extended CT limit. It was questioned if the physician could make the determination to replace the device based on CT. Ts noted that it was physician discretion based on the patient condition and need for therapy. Ts also discussed performing manual capacitor reformations to determine if the CT shortened. Additional information was provided that this patient's clinic had not made any decisions and the device had not been scheduled for replacement. No additional adverse patient effects were reported.

Event description:
Additional information was provided that this patient had a ventricular fibrillation (vf) with a noted charge time (CT) of 19.7 seconds. It was noted that the patient passed out during the episode. Elective replacement indicator (eri) parameters were questioned. Boston scientific technical services (ts) was consulted and discussed that the device would still not be at eri. It was noted that the device may be replaced due to the longer CT.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was provided that the patient had passed out a second time. A manual capacitor reformation was performed and the device subsequently reached elective replacement indicator (eri) due to charge time. The device was therefore explanted and returned for analysis.